Event description:
It was reported a patient underwent a left hip revision approximately five years post implantation due to pain, avascular necrosis, instability and loosening of the cup. The shell, screw, head and liner were exchanged without complications. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03364, 0001822565-2023-03365. G2: south korea. D10: unknown biolox head; unknown cup; unknown screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed approximately 38 years ago with unk components. The first revision occurred approximately 32 years ago, where zb components were placed. A 2nd revision occurred approximately five years after implantation as the patient felt pain and visited the hospital. Avn, instability, and cup loosening was identified as well as normal bone quality. The cup, screw, liner, and head were explanted and replaced with no complications noted. The complaint is confirmed based on the review of the provided medical records. A definitive root cause cannot be determined for all issues excluding the avn. No problem was found for the devices related to the avn, as a review by a hcp determined it was not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.